Manufacturer narrative:
Complaint confirmed, one leg was found to be broken and the remaining leg was bent. Likely causes include improper bone prep, misaligned insertion, prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that one of the little prongs on the ar-18716p-22 plate broke off in the toe bone and was not retrieved. The case was a toe osteotomy on the left big toe. Another plate was used to complete the case.